Manufacturer narrative:
Product analysis of product # (B)(4); lot # pr10e002 analysis summary: visual and optical examination confirmed one of the prongs is broken off; the broken piece is missing and not returned for analysis. Fracture initiation appears to be located at the base of the prong. Optical examination of the fracture surface reveals a fairly brittle fracture, with no indication of fatigue. This type of damage is consistent with bend stress overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during intra ¿ op for a patient with a diagnosis of a spinal stenosis. It was reported that, the instrument was broken. It was mentioned as inserter broken mid insertion causing cage to spin around in the disc space. This was caught with x-ray. It was mentioned that insertion/extraction and repeated re-insertion using extraction tool as it was the only viable option that could hold the cage. Repeated insertion and extraction caused extended time through olif retractors and procedural time. There was a delay of 45 minutes occurred as a result of this event. The procedure involved during this event was mentioned as olif and the levels implanted were mentioned as l1-l3. There were no symptoms to patient reported as a result of this event. There were no further complications to patient or physician were reported/anticipated.